Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The issue with the leakage occurred three times with the same head set lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.